Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the company representative that the distractor activation was achieved then put back to pre-distraction position. At this point, the device came apart and the surgeon was not able to put it back together in-situ. Midface distraction case on a (B)(6) year old male. The device was removed and not re-implanted. After the unit came apart, it was not able to be put back together. It is estimated that the delay was longer than an hour because they had take out the broken device to implant a new distraction device.

Manufacturer narrative:
The reported event that the unit came apart could be confirmed. The visual inspection showed a general good condition of the housing and of the distraction thread although the washer was broken off from the distraction thread. Furthermore deep scratches and grooves are visible in the cavity of the fix part for the washer resulting from an overload situation leading to the breakage of the laser welding seam and subsequently to the detachment of the washer. The geometry of the welding seam indicates that the laser welding seam was correctly performed. Based on the reported event that ¿the distracter activation was achieved then put back to predistraction position and at this point the device came apart¿ and based on investigation most likely the device was put back to predistraction position with increased forces. These forces were applied to the laser welding seam between washer and distraction rod. The washer and respectively the laser welding seam exist to secure the distraction rod in the fix part. In correct use no high forces will be applied to this part. Because of the overload situation while putting back the device to predistraction position increased forces were applied to the laser welding seam of the washer which subsequently broke off and therefore it got detached from the distraction rod. Based on these observations the root cause could be attributed to a user related handling issue. Indications for any material, manufacturing or design related issues were not determined within the investigation.

Event description:
It was reported by the company representative that the distractor activation was achieved then put back to pre-distraction position. At this point, the device came apart and the surgeon was not able to put it back together in-situ. Midface distraction case on a (B)(6) male. The device was removed and not re-implanted. After the unit came apart, it was not able to be put back together. It is estimated that the delay was longer than an hour because they had take out the broken device to implant a new distraction device.